Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported that approximately 25 cc of clear fluid leaked under the act diff 2 instrument and onto the table. The customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. The service call for this event was canceled. The customer replaced the waste filter and this resolved the issue. No further leaks were reported.